Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during preparation for use the subject device was missing a thumbscrew (one of the two screws for the lock was lost) making it difficult to open the lock. It was noted to have occurred preparation for use for an unspecified procedure. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness is lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation for use the subject device was missing a thumbscrew (one of the two screws for the lock was lost) making it difficult to open the lock. It was noted to have occurred preparation for use for an unspecified procedure. No patient harm reported.